Event description:
It was reported that during the use of the device for a non-clinical activity (equipment check), the sternal saw had no power. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) performed a functional test and observed the customer sternal saw did not operate. The srt performed an internal inspection and observed the saw to be dirty with signs of corrosion and the cam/gear assembly had missing teeth from the drive gear. The srt replaced the cam/gear assembly, bearing, o-ring and rod seal. A verification/release test of the sternal saw was performed, the sternal saw passed manufacturer specifications and will be returned to the customer. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.